Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0189390, medical device expiration date: 2025-07-31, device manufacture date: 2020-07-07. Medical device lot #: 9343312, medical device expiration date: 2024-12-31, device manufacture date: 2019-12-09. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd insulin syringe with the bd ultra-fine¿ needle from lot 0189390, and one from lot 9343312, had issues with the needle hub separating from the syringe when the shield was removed. This complaint was created to capture the 6th of 6 related incidents. The following information was provided by the initial reporter: "consumer reported, needle hub separated when removing shield stated, shields are difficult to remove two boxes were affected." "When I removed the orange cap to insert it, it was missing the needle, upon looking inside the insulin bottle I could not tell whether the needle was inside medicine bottle, it is concerning that this needle could come off while giving myself a shot, this has happened half a dozen times and I take two shots a day. This has happened with the same batch #."

Event description:
It was reported that a bd insulin syringe with the bd ultra-fine¿ needle from lot 0189390, and one from lot 9343312, had issues with the needle hub separating from the syringe when the shield was removed. This complaint was created to capture the 6th of 6 related incidents. The following information was provided by the initial reporter: "consumer reported, needle hub separated when removing shield stated, shields are difficult to remove two boxes were affected". "When I removed the orange cap to insert it, it was missing the needle, upon looking inside the insulin bottle I could not tell whether the needle was inside medicine bottle, it is concerning that this needle could come off while giving myself a shot, this has happened half a dozen times and I take two shots a day. This has happened with the same batch #".

Manufacturer narrative:
H6: investigation summary . Customer returned (10) 3/10cc, 6mm, 31g syringes in a sealed poly bag from lot # 9343312. Customer states that the shields are difficult to remove. All returned syringes were tested to determine the shield removal forces (specs: shield removal force for 3/10cc after sterilization: 0.85-5.95 lbs.). All removal forces fall within specification. Customer states that the needle hub separated when removing the shield. All returned syringes were tested and no hub assembly separated from the barrel when the shield was removed. A review of the device history record was completed for batch # 9343312 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. Customer returned (12) 3/10cc, 6mm, 31g syringes (2 loose, 10 in a sealed poly bag) from lot # 0189390. Customer states that the shields are difficult to remove. All returned syringes were examined and one loose sample exhibited the hub-needle/shield assembly separated from the barrel. See attached photo. All 11 remaining samples were tested to determine the shield removal forces (specs: shield removal force for 3/10cc after sterilization: 0.85-5.95 lbs.). All removal forces fall within specification. Customer returned (12) 3/10cc, 6mm, 31g syringes (2 loose, 10 in a sealed poly bag) from lot # 0189390. Customer states that the needle hub separated when removing the shield. All returned syringes were examined and one of the loose samples exhibited the hub-needle/shield assembly separated from the barrel. No other hub assembly was observed to separate from the barrel when removing the shield. Bd was able to confirm the customer¿s indicated failure the shields are difficult to remove batch # 0189390. Bd was able to confirm the customer¿s indicated failure he needle hub separated when removing the shield batch # 0189390. Bd was not able to duplicate or confirm the customer¿s indicated failure that the needle hub separated when removing the shield batch # 9343312. Bd was not able to duplicate or confirm the customer¿s indicated failure that the shields are difficult to remove batch # 9343312. Root cause cannot be determined at this time as the issue is unconfirmed.